Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The multifunction cable was not returned for evaluation. The defib receptacle was replaced as a precaution. The device will be tagged with a warning to the user to discard the multifunction cable used in the event to prevent recurrence and returned to the customer. Analysis of reports of this type has not identified an increase in trend.